Event description:
International complaint received from another country. Customer reports female luer was broken. Problem was discovered during patient use. Patient injury or need for medical intervention did not reportedly occur. Although requested, additional information was not provided.

Manufacturer narrative:
Return of the actual device for evaluation was requested. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar report for possible trends.